Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the catheter was slit and peeled away during the implant procedure, the left ventricular (lv) lead exhibited high impedances on the lv1-related vector. It was suspected that there was a lead fracture. Due to the lv1 vector not being used, the lv lead was left implanted and remains in use. No patient complications have been reported as a result of this event.